Event description:
Customer reported the system boots with keyboard and touchscreen failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the cmos settings. System operates as intended.